Event description:
The user facility reported via user facility medwatch report number (B)(4) that during an operative procedure, the curette broke during use. No report of injury.

Manufacturer narrative:
The complaint information was sent to the supplier for evaluation. An investigation is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Manufacturer narrative:
The device subject of the reported event was discarded and not available for evaluation. Without the device, a root cause of the reported event could not be determined. The operator manual for the curette states, "prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage. Avoid mechanical shock or overstressing the devices. Close distal ends prior to insertion or removal through cannulas. Always use caution when inserting or removing devices through the cannula. Lateral pressure on the device during removal can damage the working tip, and/or shaft of the device. Be sure the tips are closed and the device is pulled straight out until completely clear of the cannula to avoid catching the valve assemblies in cannulas or dislodging the cannula." No additional issues have been reported.